Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2010: inr = 1.3 (coumadin dose increased); (B)(6) 2010: inr = 2.1; (B)(6) 2010: inr = 2.7. Therapeutic range = 2-3.

Manufacturer narrative:
Investigation pending.